Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient got the new battery because the representative said it was close to replacement and the way, they were using it and they should have it replaced. Patient said the implant had not been working for the last couple years and they thought by having the battery replaced it would fix it. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Omitted information from pe #(B)(4): 2nd ins, no therapy.